Event description:
It was reported that every time the customer tries to bolus the insulin pump stops and they receive a motor error alarm. Customer stated that they do use the sensor feature and they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 121 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.